Manufacturer narrative:
A visual examination of the returned solyx sis system analysis revealed that the mesh assembly was not returned and there no damage to the delivery device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure on (B)(6) 2017. According to the complainant, during the procedure, the device was defective and the sling would not release. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.